Event description:
It was reported that yesterday the patient had a 360 degree x-ray at the dentist and within 10-12 seconds of the scan ending, they got very dizzy and shaky all at once, this lasted for about 5 mins. The caller did not turn the therapy off, but they wanted to report it and find out if manufacturer had ever heard of that problem before. Reviewed with the caller that there is potential for electromagnetic interference (emi) from the rotating of the machine. The caller reported that they checked their device when they got home and it was still on and the settings had no changed. The caller will see the neurologist on the 22nd of april.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep. Patient symptoms have resolved, cause of issue remains unknown. No finding on interrogation of device, hcp informed of possible eri interaction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.